Event description:
It was reported that a right ventricular low voltage lead was attempted to be prophylactically implanted, but could not be due to the patient's vessel being occluded. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood in/on helix mechanism.